Manufacturer narrative:
The biomonitor 2-af was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this biomonitor 2-af were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device was subjected to an electrical incoming inspection. The clinical observation was confirmed, an interrogation of the device was not feasible. Therefore, the device was opened. The visual inspection of the inner assembly showed no anomalies. Subsequent thorough investigations of the electronic module revealed a damaged integrated circuit resulting in the clinical observation. In summary, a damaged integrated circuit was identified during analysis leading to the clinical observation. However, the manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
On (B)(6) 2019, it was reported that this device could not be interrogated during in-clinic follow up. Patient was advised to go back to clinic for hm reset and use fixed transmission time to aid compliance. Device was explanted on (B)(6) 2019 due to failure to interrogate following an MRI. No adverse patient events were reported. Should additional information become available, this file will be updated.